Manufacturer narrative:
The reported event was unconfirmed. A three way foley catheter was received for evaluation. The sample was received open and without original packaging. The sample condition was good. Visual observation noted a clear encrustation in the eyes and on the balloon. There were no obvious defects noted. A 60 ml leur lock syringe was used to inflate the balloon with 75 ml of water. No issues were observed. The balloon inflated and was symmetrical. It was allowed to sit at rest for approximately one minute to observe for leakage. No leaks were observed during that period. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the balloon was defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon was defected.